Event description:
It was reported that the customer purchased female (left) iui connectors and some reportedly have "failed" (damaged pins - "either bent or have completely fallen off"). The customer is requesting these failed parts to be replaced. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Additional information: manufacturer narrative root cause: the root cause for the reported issue of an female/left ui connector - parts only part # 147078-100 damaged pins (bent or completely fallen off) was not determined because no products or device logs were returned.

Event description:
It was reported that the customer purchased female (left) iui connectors and some reportedly have "failed" (damaged pins - "either bent or have completely fallen off"). The customer is requesting these failed parts to be replaced. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.